Event description:
During a regular follow-up performed on (B)(6) 2013, it was reportedly noticed that egm and markers were not synchronized in two stored a bursts episodes. An explanation is required.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.